Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the fiber/glass cap also shows a circumferential fracture at the proximal side of the fusion zone under the metal cap; there is signs of melting of metal cap and outer flow tubing at the proximal fracture location; the metal cap exhibits severe charred detritus adhesion; the glass cap exhibits severe devitrification at the output window; the fiber proximal to the proximal fracture can rotate independently of metal cap. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, the customer reported: "fiber expired" at 88,000 joules and 10:00 minutes of usage. The fiber was exchanged and the case completed. Patient outcome: "no damaged to the patient" reported. No injury to the patient reported.